Manufacturer narrative:
The device was evaluated by the field service engineer. The test failure problem was verified but the customer does not want to repair the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called in to philips for self test failure problems. No patient or user involvement.